Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported on (B)(6) 2021, the reload was noted to fell off in the operating room during check. Then immediately stop using, not used on the patient and no patient consequence was reported. No additional information can be provided.

Manufacturer narrative:
(B)(4), date sent: 7/28/2021, h6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned unfired. In addition the reload pan was noted to be partially dislodged from right proximal side. The reload pan was manually reassembled. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. However, some staples were noted to be missing along the staple line. The reload pan was remove and was found that 5 double driver were missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. It is also possible that the reload handling could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is also possible.